Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00593203210, nexgen prolong articular surface, lot #62058801; manufactured at zimmer b.v., (B)(4). Catalog #00598003702, nexgen stemmed tibial component, lot #62249953; manufactured at zimmer b.v., (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a painful and stiff knee.